Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860, test base part number 190-430 / lot m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal swab (advance (B)(4) (company's floq). Rt-pcr confirmation testing (cobas8000) ten (10) hours later on a nasopharyngeal swab (advance (B)(4) company's floq) stored in viral transport media generated a negative result. Per the customer the patient was symptomatic. Additionally, the customer reported patient outcome is unknown as the patient was transferred to a different hospital based on the false positive result. The customer confirmed there was no delay or impact to patient treatment. Additional information is not available.